Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 80 mg/dl on the reported meter, and a laboratory result of 40 mg/dl within 30 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. There was no reported patient injury associated with this issue. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.